Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. The MFR's report number 1020379-2011-00006 for polident is mfg in (B)(4), and neither the product not lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced nerve damage and injury. At the time of reporting, the outcome of the events was unk. F/u info was received on 5/16/2011 via medical records. On (B)(6) 2000, during an eval of his circulation, it was noted, the pt had pain in his feet and calves when he walked about a block. This had been present since (B)(6) 1999. It started on the right and then moved to the left. The pt had x rays indicating peripheral neuropathy. On (B)(6) 2000, it was noted, the pt had onset of weakness, numbness, pain, and burning in both lower extremities beginning in (B)(6) 2000. The pt had progression to where both hands have had loss of sensation and both lower extremities with a loss of sensation to the knees. The pt had difficulty standing, sitting, and with his gait. The pt was unable to do small manipulations with both hands. The pt was seen by two neurologists with diagnoses of severe peripheral neuropathy of both upper and lower extremities, macrocytic anemia secondary to b12 deficiency, and history of alcohol abuse. The pt was determined to be totally disabled and unable to work. On (B)(6) 2001, the pt was noted to have disc herniation of l5/s1 with compression of thecal sac and exiting l5 nerves and left s1 nerve root sleeve and a disc annular bulge of l4/l5. On (B)(6) 2003, it was noted that the pt slipped and fell while going into his bathroom, due to his neuropathy. The pt did not feel there was a change in his footing and he fell, cracking several ribs against the tub. The pt normally uses a cane. Diagnoses also included chronic inflammatory demyelinating polyneuropathy (cidp). The pt was hospitalized from (B)(6) 2004 with final diagnoses of b12 deficiency, leukopenia, anemia, macrocytic peripheral neuropathy, and factor v leiden mutation. On (B)(6) 2005, the pt had a lot more energy and was not on ivig. The pt has had five years of treatment and seemed to be doing well. On (B)(6) 2007, the pt was getting weaker and having difficulty getting up out of a chair, believed to be progressive of his neuropathy. The pt was off ivig. On (B)(6) 2009, the question had come up as to whether or not the pt's neuropathy could be due to zinc from polident. The pt had high zinc levels and did use a lot of polident. On (B)(6) 2010, a magnetic resonance imaging (MRI) of the lumbar spine showed moderate to severe osteoporotic insufficiency compression fracture involving the l2 vertebral body with associated moderate bony retropulsion, causing moderate spinal stenosis.